Event description:
It was reported that the rv lead exhibited high threshold values. The patient was brought into the hospital for a lead revision procedure. The physician capped and replaced the lead as a precaution on (B)(6) 2017. There were no complications during the procedure, and the patient was asymptomatic.